Event description:
It was reported that a user experienced dexcom g6 signal loss to the ilet application after the sensor warmup, while glucose values remained visible in the dexcom app; after customer support guided the user to toggle sensor type and re-enter the sensor and transmitter codes, values populated on the ilet and control resumed. Symptoms included hyperglycemia with a highest reported glucose of 288 mg/dl and no acute clinical effects. Outcomes included no medical intervention, no assistance beyond customer support, and no hospitalization. Investigation included remote troubleshooting with sensor type verification and manual re-entry of sensor and transmitter identifiers. Investigation of this case revealed a communication or pairing issue limited to the ilet interface with the cgm, which resolved after reconfiguration and code re-entry, indicating transient connectivity or configuration error without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration error related to cgm pairing rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.